Manufacturer narrative:
The initial report did not have hospitalization selected in error. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving fentanyl at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the patient was in the hospital on (B)(6) 2019 for intractable back pain and muscle spasms of legs. The hcp was not sure if the pump was working and wanted it checked. Symptoms included variation in heart rhythm and variation in blood pressure. The patient was in the intensive care unit (ICU). The patient had been admitted since (B)(6) 2019. The hcp did not believe the pump was audibility alarming. The hcp was not sure if the pump was due to be refill due to some conflicting information from the family. The hcp mentioned a back surgery on (B)(6) 2019, but more detailed information was not known. There were no further complications reported at this time.